Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6), 2026, the patient experienced a skin reaction at the infusion site on the arm after more than 48 hours of pod wear, which subsequently progressed to an infection. The patient reported that blood and insulin were observed underneath the pod adhesive upon removal, indicating an insulin leak from the pod, and that a red lesion described as a blister and a ¿ring¿ developed at the site approximately one hour later. By the following morning, the redness and swelling had spread from the elbow to the shoulder and partially across the arm. The patient reported symptoms including swelling, blistering, redness, tenderness, warmth, and severe pain at the site. Due to worsening symptoms, the patient sought medical attention at a cvs minute clinic on (B)(6), 2026, and was diagnosed with cellulitis. The patient reported that medical evaluation was unable to determine whether the infection was caused by the pod or the continuous glucose monitor (cgm) sensor, as the blister was noted under the pod while redness had also spread to the cgm sensor site. The patient was instructed to remove both the pod and sensor, switch arms, and place a new pod and sensor on the opposite arm and stated that she successfully resumed treatment on the opposite arm as instructed by the medical provider. The patient was provided with a prescription for doxycycline hyclate 100 mg to treat the infection and was instructed to monitor for worsening symptoms or pus formation that could require lancing. No further medical treatment was reported. The pod involved was discarded and is unavailable for investigation.